Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Product ID 97745nt, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient's battery/ins was moved to a different pocket. There was pain at the old battery site. The battery has been moved and there are no further issues.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the controller is acting up quite a bit. Patient stated all of a sudden the stimulation will go down to 2.0 when they usually have it on 8.0. Patient also said the other day the controller went blank and said settings not available, cannot provide your desired intensity settings, and they also said something about software problem cannot continue. Patient mentioned they talked to their mdt rep over the phone last sunday. In the past, rep has helped the patient reset the controller and it usually fixes the issue. Agent walked patient through removing the battery pack and re insert the battery. Patient unlock the controller and saw the message settings not available. Patient mentioned about their pain in the foot without the therapy working. Agent had the patient try going into different groups and confirmed they were seeing the same message in each group. The issue was not resolved. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Section b2 and h1 updated. Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from manufacturer representative (rep) on (B)(6)2025, patient was reprogrammed to avoid impedance issues. Patient is doing well and currently has no issues. The provider is aware and the cause of the impedance issues were unknown. Patient (pt) called back on (B)(6)2025 stating they needed a new controller because they had issues with it and had spoken to their manufacturer representative (rep). Starting probably a couple weeks ago when the pt was recharging their implantable neurostimulator (ins) the controller would go blank and unresponsive requiring a controller reset to get it working again. Pt noted they called into patient services on (B)(6) due to issues with their rep and followed patient services instructions notifying their rep. They met with their rep a few times and they ended up getting surgery done on (B)(6) to move the ins battery pocket to a different location. During call pt verified no damage to their recharger telemetry module (rtm) or to their controller charging port. A replacement recharger telemetry module (rtm) was sent out.